Manufacturer narrative:
Upon inspection, baxter technician ran a function test on the stretchers siderails.the baxter technician thoroughly inspected the bed and was unable to duplicate the reported issue. The bed functions as designed. However, if the reports event of a stretcher siderail false latching were to recur, it would be likely to cause or contribute to death or serious injury, therefore baxter considers this event reportable.

Event description:
A other health care professional contacted technical service to report that procedural stretcher frame lock nut on side rail locking mechanism was missing allowing the side rail to lower there was no patient/user injury, medical intervention, symptom, or adverse event reported.